Manufacturer narrative:
Territory (B)(4) reporting the plastic handle is broken. Evaluation of the returned instrument found the majority of the rotation knob on the shaft assembly component broke off. The shaft assembly was received only, the remaining product was not received. Conclusion and justification status: the complaint states the black plastic rotation knob is broken. The investigation confirmed the failure mode as reported. The device was reviewed by bioengineering and a report was received stating; the complaint description provided does not give enough information about how or when in the procedure the device was being used to accurately determine the root cause of the failure. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The plastic handle is broken.